Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronics. It was unable to verify reset anomaly, low battery life, button keypad anomaly due to blank display. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that she changed the battery and the insulin pump got a constant tone and the buttons were not responding. Blood glucose value was 190 mg/dl. The customer tried multiple batteries and removed the battery for five minutes but the tone did not disappear. Customer was advised to revert to manual injection and remove the battery from the insulin pump for two hours and call back if issue persists. The customer called back later and stated she was able to set the time and date but the insulin pump still had the constant tone. Blood glucose value was 90 mg/dl. The insulin pump was replaced and returned for analysis.